Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the sensor tip of the adc freestyle libre sensor remained in the arm after it fell off. Customer had contact with the healthcare provider and received first aid. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the sensor tip of the adc freestyle libre sensor remained in the arm after it fell off. Customer had contact with the healthcare provider and received first aid. No further information was reported. There was no report of death or permanent injury associated with this event.